Event description:
A customer contacted beckman coulter inc., (bci) regarding no value results with ind flags generated by the access 2 immunoassay system for an unknown number of patients' samples and qc. The results were not reported out of the lab. It was discovered while troubleshooting with hotline, an accutni reagent pack was mis-loaded and therefore in the incorrect slot of the reagent storage carousel. Repeat results were not supplied. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Accutni is the only assay analyzed on this instrument. The reagent pack in question was misloaded into a different slot in the carousel. The customer removed the misloaded reagent pack and discarded it. The customer then was directed to verify if the only other pack on board was in the correct position. The reagent pack was in the correct position and had 50 tests left. Service was not dispatched for this event. The misloaded reagent pack is the root cause for this event.